Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an infection at the ipg and lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed oral antibiotics to address the issue. Infection was resolved.